Event description:
Boston scientific received information that this patient was in the hospital being monitored after a syncopal event. The monitor showed the patient was experiencing bradycardia. A remote interrogation had been completed and will be reviewed by this patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.